Manufacturer narrative:
Product event summary: the device was returned and analysis was inconclusive. The device was unable to establish telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, prior to implant, the implantable cardiac monitor (icm) was unable to establish telemetry with multiple programmers and multiple programming heads. The icm was never implanted. No patient complications have been reported as a result of this event.